Manufacturer narrative:
A ge service rep performed an onsite investigation. The p1 power supply was adjusted from 5.117v to 5.2v. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system would not boot up. There is no report of injury or death associated with the event described in the complaint.